Event description:
The customer reports a system message displayed, while injecting silicone oil into the eye during surgery. The system was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).